Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of laparoscopic sacrocolpopexy and anterior repair during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic/vaginal area pain, severe rectal pain, painful bowel movements, urinary retention, frequent uti¿s, vaginal discharge/bleeding, urinary leakage, constipation, severe lower back pain, sharp abdominal pain. It was reported that patient underwent mesh revision and sling takedown procedures on (B)(6) 2009 and (B)(6) 2010 for relief of pain and suffering. (B)(4).